Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted, removed and replaced a 12.6mm vicmo12.6 -10.5d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 due to lens tear/break during injection/delivery. Patient contact but no patient injury. Problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).